Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call customer was hospitalized due to high blood glucose levels. Customer has been in the hospital 2 times since they started using the insulin pump. Customer advised they had not noticed that the cannula was bent, however once they noticed it was bent it was too late. Customer advised they will speak to the helpline with their husband at a later time because of a language barrier.